Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient developed swelling and pain under the sensor patch and decided to remove the sensor early. On the same day, the patient went to the emergency department (ed) and the attending physician checked the site, diagnosed the patient with an infection, and prescribed a course of oral antibiotic medication (bactrim 800/160 mg tablets, two times per day). On (B)(6) 2025, follow up contact was made with the patient to verify his condition. The patient confirmed there was no testing performed in the ed, and the infection was diagnosed through a medical doctor skin examination. The infection gradually subsided after the course of antibiotic treatment, and he was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.